Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported white screen which was reproduced. The cause was determined to be fluid intrusion into the device which corroded the liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. There was no patient involvement. No additional information is available.